Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient did not have good range of motion (rom), surgeon did an insert in the knee. No further complications. Update: (B)(6) 2016: as per sales rep, patient was implanted on (B)(6) 2016 with cat 5532-g-311 lot me8xk4.

Manufacturer narrative:
An event regarding revision due to rom involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar reported events for the lot referenced. Conclusions: neither the event was confirmed nor the root cause could be determined because the device was not returned for evaluation and insufficient medical information was provided. If the device and/or additional information is received, this investigation will be reopened and re-evaluated.

Event description:
Patient did not have good range of motion (rom), surgeon did an insert in the knee. No further complications. Update 9/9/16: as per sales rep, patient was implanted on (B)(6) 2016 with cat 5532-g-311 lot me8xk4.